Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a procedure to stop a bleed in the antrum of the stomach. According to the complainant, during the procedure, the injection gold probe's needle came out with some difficulty, but then it would not retract. The physician was able to cauterize with this needle anyway, and completed the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)